Event description:
Complainant alleged that the medics had responded to a call for a patient (age and gender unknown) who was in cardiac arrest. The medics determined that the patient had expired. Per the medics' protocol, they attempted to monitor the expired patient's heart rhythm, in an effort to obtain an ECG strip of the patient's heart rhythm. The device indicated that the patient was presenting a ventricular fibrillation hear rhythm, although the patient was presenting an asystole heart rhythm, the medics obtained a second device to record the asystole heart rhythm on the ECG strips. The complainant indicated that the reported malfunction had no impact on the patient outcome. The complainant indicated that the ECG strips from the reportedly malfunctioning device were inadvertently discarded subsequent to the event.